Event description:
It was originally reported that the pt experienced a loss of therapeutic effect. She had pain from "groin" all the way down her left leg to her foot. If she turned her stimulation up any higher, it "bites my toes and the back of her heels". There was no known accident or incident related to this complaint. She was at home in good condition. It was later reported that the pt noticed a "bump" in the middle of her back and felt pain from it and along her rib. This started a few days before thanksgiving. When it first happened, she was sleeping and it sent a shocking sensation when she rolled over on her bed. She was unable to feel stimulation unless she increased the stimulation to a high setting: at 3.20 amps. She felt a "burning hot picking pain", like something was biting her, if stimulation was high. It was especially true if something touched her feet or socks. She felt this for a while even after stimulation was turned off. Her legs were "cold" and heavy; she had this sensation prior to implant. Additional info has been requested.

Manufacturer narrative:
(B)(4).